Event description:
It was reported ongoing occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies or continued insulin administration without changing any supplies. However, occlusions continued and clinical troubleshooting was exhausted, a replacement pump was sent to resolve the issue.